Manufacturer narrative:
The reported event of device deformation could not be confirmed. One photo was received from the field, which appeared to show an occluder with an elongated waist. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 an amplatzer occluder was selected for a procedure. During procedure, the device changed from its normal shape. A different device was used to complete the procedure. There was no adverse event and the patient remained stable.